Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement screws shipped to site 08/02/2016. This part was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that the screw on their black suretrak was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacture date provided.